Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 556822.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration which was confirmed through x-ray imaging. The patient underwent a revision procedure to replace the lead and during the procedure the physician determined that the location of the ipg was a contributor to the lead migration as the length of the lead was just barely from the cervical vertebra to the waist which likely applied excessive tension on the lead. The ipg was repositioned, and the lead was replaced.

Manufacturer narrative:
The returned lead was analyzed and revealed through visual and microscope inspection that the lead body was bent and or kinked. X-ray imaging found a fractured cable at the bent or kinked portion of the lead, 4 cm from the proximal end. Impedance test was performed and showed electrode 9 to be open. This type of damage occurs when the lead body is deformed or kinked, causing stress on the cables. Therefore, the most probable root cause for the lead damage is unintended use error caused or contributed to the event. A product labeling review identified that the lead was used per the IFU product label. Additionally, the IFU states that lead migration is a known risk of implanting a pulse generator as part of a system to delivery spinal cord stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration which was confirmed through x-ray imaging. The patient underwent a revision procedure to replace the lead and during the procedure the physician determined that the location of the ipg was a contributor to the lead migration as the length of the lead was just barely from the cervical vertebra to the waist which likely applied excessive tension on the lead. The ipg was repositioned, and the lead was replaced.